Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex embolization device was returned within the phenom 27 catheter. The pipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~43.5cm. No damage was found with the phenom 27 catheter hub. No bends or kinks were found with the phenom 27 catheter body. No damage was found with the phenom 27 distal marker/tip. The pipeline flex braid was found partially deployed out from within the phenom 27 distal tip. The pipeline flex embolization device was pushed out from within the phenom 27 catheter without issue, deploying the braid. No bends or kinks were found with the pipeline flex pusher. There was no evidence of stretching or elongation with the pipeline flex pusher. However, the pusher was found detached at the distal hypotube weld (solder joint). The pusher proximal bumper was found loose on the distal core wire. The pipeline flex braid ends were found fully open. The braid proximal end was found in good condition. The braid distal end was found damaged (frayed). The pipeline flex pusher sleeves and tip coil were found to be in good condition. The phenom 27 catheter total length was measured to be ~158.7cm and the useable length was measured to be ~152.1cm which is within specification (specification: 150cm ± 5cm). The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The patient¿s vessel tortuosity was ¿moderate¿, and it was reported the braid was not deployed in a vessel bent. It is possible the damage found with the pipeline flex braid contributed to the event. However, the cause for the failure to open could not be determined. Regarding the solder joint separation issue, the investigation determined that this event is similar to events that had already been investigated, and another investigation is not necessary (see tr-nv12770 regarding the pipeline flex pushwire separation issue). Separation can occur due to excessive force or inadequate solder /tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The cause for the pusher separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer report # 2029214-2022-00740 for the other pipeline involved in this event. Initial reporter name and address: street 1 (cont.): (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines could not be deployed and were recaptured twice. It seemed like the phenom 27 microcatheters were not properly holding the pipeline stent in the silicon pad. The patient did not experience any injury or complications. Angiographic results post procedure were normal. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid artery. The max diameter was 14mm, and the neck diameter was 10mm. The patient's vessel tortuosity was moderate. The landing zone was 4mm distal, and 5mm proximal. The access vessel was the common carotid artery, which was 6mm in diameter. Dual antiplatelet treatment was administered. Ancillary devices include an envoy 6 guide catheter and a synchro 14 guidewire.

Event description:
Additional information received reported the pipeline failed to open in the middle section. The pipeline was placed in a straight vessel. Resheathing, wire/catheter massaging was applied in an attempt to open the pipeline. The proximal bumper could not hold the stent. It seems like the proximal bumper was not functioning well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.